Event description:
It was reported the patient had an implantable neurostimulator (ins) placed wrong, on the patient's right instead of left leg, which required a second surgery to reposition the device. It was also reported the patient had numbness down their left leg, which is why the healthcare provider had to reposition the device. It was also reported the patient had three devices implanted and it was unknown which device the patient was referencing. Reference manufacturer report # 3004209178-2013-06673 and # 3004209178-2013-06674.

Manufacturer narrative:
Product ID 37752, serial # (B)(4), product type recharger; product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3708120, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3708120, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37711, serial # (B)(4), implanted: (B)(6) 2010, product type implantable neurostimulator; product ID 377745, lot # n0030362, implanted: (B)(6) 2005, product type lead; product ID 377745, lot # n0042225, implanted: (B)(6) 2005, product type lead; product ID 37752, serial # (B)(4), implanted: (B)(6) 2005, product type recharger; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 37744, serial # (B)(4), product type programmer, patient; product ID 3708240, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3708120, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3708220, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 37711, serial # (B)(4), implanted: (B)(6) 2012, product type implantable neurostimulator; product ID 3888-33, lot # v042634, implanted: (B)(6) 2007, product type lead; product ID 3888-33, lot # v042634, implanted: (B)(6) 2007, product type lead; product ID 37742, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger; product ID 3888-45, lot # v042640, implanted: (B)(6) 2007, product type lead; product ID 3888-45, lot # v042640, implanted: (B)(6) 2007, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the lead protruded through the skin. It was noted the ins was removed on (B)(6) 2011 and the lead was removed on (B)(6) 2011. It was further noted the ins and lead were not replaced. It was noted the patient fully recovered. See MFR. Reports #3004209178-2013-06673 and #3004209178-2013-06674. It was unclear which device was removed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the healthcare provider (hcp) had put the lead that was "stuck out of the body" back in prior to removing it a week later.